Manufacturer narrative:
Medtronic received the following information from a journal article entitled; thoracic endovascular aortic repair and endovascular aneurysm repair approaches for managing aortic pathologies: a retrospective cohort study aljabri, b.; iqbal, k.; alanezi, t.; al-salman, m.; altuwaijri, t.; aldossary, m.y.; alarify, g.a.; alhadlaq, l.s.; alhamlan, s.a.; alsheikh, s.; et al. Journal of clinical medicine 2024, 13, 5450. Https://doi.org/10.3390/jcm13185450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ thoracic endovascular aortic repair and endovascular aneurysm repair approaches for managing aortic pathologies: a retrospective cohort study¿. The time frame of this study was over a seven year period. 59 patients who underwent either a tevar or evar were included in the study. Medtronic stent grafts were implanted in 93.2% of the patient population. This study investigated the management and outcomes of tevar and evar as alternatives to traditional open surgical repair for managing aortic pathologies. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak , type iii endoleak, type v endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
B5; additional information received : it was confirmed per the author that the medtronic stent grafts used in the patient population were valiant captivia and endurant ii stent grafts. It was reported that there was no direct relationship of any of the reported events to any medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.